Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation of e04 error ,which indicated an irregularity with the offset data was not confirmed. Based on the results of the investigation, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit was giving an e04 error which indicated an irregularity with the offset data. The issue occurred during maintenance and device inspection. There were no reports of patient harm or impact.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.